Event description:
The hosp risk manager called and reported that the pin broke off during the surgery on the event date and was not discovered to be in the pt until the post op x-ray. The pt underwent a second surgery two weeks later to remove the pin. Only the pt's initials were revealed by the hosp.